Event description:
Additional information reported the ¿coiling appeared¿ where ¿the lead connects with the extension.¿ impedance testing was reportedly performed at the time and found ¿one was very high,¿ which was said to ¿indicate a fracture.¿

Event description:
It was reported the extension contacts were damaged where the extension connects to the lead. It was further reported a break/fracture had occurred, where the extension¿s electrodes had ¿started to coil around the connection site.¿ this event reportedly had occurred during the implant procedure and resulted in the replacement of the extension. There were ¿no¿ patient symptoms or complications associated with the event. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Device evaluation: analysis of the extension found the conductor of the #1 circuit was ¿broken 2.8 cm from the proximal end.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.